Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The first sample initially resulted in a sodium value of 130.8 mmol/l and it repeated on a second analyzer as 136.4 mmol/l. The second sample initially resulted in a sodium value of 121.1 mmol/l and it repeated on a second analyzer as 126.5 mmol/l. The third patient sample resulted in a sodium value of 132.8 mmol/l on (B)(6) 2025. The system was re-calibrated and the sample was repeated, resulting in a value of 138.8 mmol/l. The customer deemed the higher results to be correct.

Manufacturer narrative:
Roche representatives visited the site and found that most of the electrode channels had background noise. A kinked vacuum tube and pinch tube were replaced. The environmental humidity was lower than specified and was corrected by local site maintenance. Precision studies were performed and were within specifications. The customer provided data for a fourth patient sample with discrepant sodium results. The sample was tested on the complained analyzer, resulting in a sodium value of 133.0 mmol/l. When repeated on a second analyzer, the results were 137.5 mmol/l and 139.6 mmol/l.